Event description:
On (B) (6) 2009, the patient reported that for the past week the up and down buttons on her insulin infusion device respond intermittently. The buttons pop up when pressed. She said her device has not been dropped or exposed to water or insulin. She switched to her backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.